Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Concomitant medical product: 5072-45 lead, implanted: (B)(6) 2003.

Event description:
It was reported that an alert triggered for high rv coil and svc coil impedance on the right ventricular lead. The lead trend data showed that the rv coil impedance was gradually increasing prior to the alert triggering. High coil impedances were measured during manipulation. Pacing impedance was noted to be normal with no short v-v intervals. The alerts were programmed off and the patient is considering their care options. The lead remains in use. No patient complications have been reported as a result of this event.